Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number 2998888.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced worsening stress urinary incontinence, urinary tract infection, abdominal pain, pelvic pain significant urgency, leakage, pressure and increased frequency, overactive bladder, second degree rectocele, persistent urinary incontinence, notices something in her vagina, dysuria, lower pelvic discomfort, palpable mass fibers, pelvic prolapse, incomplete vaginal vault prolapse, and urethral hypermobility, severe atrophy, some palpable mesh fibers on right of midline in anterior segment, prolapsed apex, minimal cystocele, the patient had several urinary analysis that had results of cloudy, small leukocytes, white blood cell count 4, white blood cell count 5-10, leukocyte moderate with white blood cell count 13 with bacteria rare and protein 30, and a mixed gram positive organisms of 10,000 cfu per ml. Patient had revision of the device, removal of vaginal portion of the device, sacrospinous ligament suspension, site specific rectocele repair, and cystoscopy under general anesthesia. Estimated blood loss of 100 ml.